Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the femoral artery. The not totally occluded target lesion was located in the non-tortuous and severely calcified left anterior descending artery. The 2.50 x 20mm maverick balloon was advance for dilation of the target lesion. On the first inflation, with minimal pressure, the balloon ruptured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
Age or date of birth: age at time of event: 18 years or older.